Event description:
While attempting to this cardiac stent, it became dislodged from its delivery system. It remains in the vascular system and is not retrievable. The MFR will pick up the delivery system for an investigation and evaluation.what was the original intended procedure?placement of cardiac stents.